Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was not further described. The patient was hospitalized for the event. On an unreported date the patient began treatment with vancomycin (1gram, every fifth day) and fortum (1gram, 14 days). Patient outcome was reported as not resolved. Pd therapies were ongoing. It was not reported if the patient was retrained on proper technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was discharged from the hospital four days after admission. The same day the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.